Event description:
Healthcare reported left side "deflation". Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare reported left side "deflation". Device has been explanted.

Manufacturer narrative:
Lab evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth opening on radius side assessed as fold flaw opening. Additional observations: crease fold observed. Wear abrasion observed. Yellow particles inside of the device.

Event description:
Healthcare reported left side "deflation". Device has been explanted.